Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a05 captures the reportable event material integrity problem.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure (B)(6), 2022. The procedure was performed under monitoring care anesthesia. Fiducial markers were placed prior to the injection. The patient finished his stereotactic body radiation treatment (sbrt) (B)(6), 2022. The patient began to experience pelvic pain and discomfort. A computed tomography (CT) was performed on (B)(6), 2023, and showed some residual hydrogel still present. The patient's physician indicated that the pain may be related to the hydrogel still present in the body after 14 months. The patient's symptoms were reported as ongoing, no further medical actions were taken at the time of this report.

Manufacturer narrative:
Additional information block b1, b5, b7, h6 has been update with the additional information received on september 17, 2023. Correction block h1 has been update with the additional information received on september 17, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a05 captures the reportable event material integrity problem. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2326 captures the reportable event of inflammation.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure (B)(6) 2022. The procedure was performed under monitoring care anesthesia. Fiducial markers were placed prior to the injection. The patient finished his stereotactic body radiation treatment (sbrt) (B)(6) 2022. The patient began to experience pelvic pain and discomfort. A computed tomography (CT) was performed on (B)(6) 2023, and showed some residual hydrogel still present. The patient's physician indicated that the pain may be related to the hydrogel still present in the body after 14 months. The patient's symptoms were reported as ongoing, no further medical actions were taken at the time of this report. ***additional information received on september 17, 2023*** it was further reported that the patient experienced prostatitis symptoms that haven been refractory to flomax. The patient physician did cystoscopy and the computed tomography (CT) showed that in the place that spaceoar should be, there was a rim-enhancing area that looked like the hydrogel and has been walled off in some kind of inflammatory process. The inflammatory process did not invade the bladder or the rectum.